Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill. The caregiver (cg) stated, the home patient (hp) was connected. The technical service representative (tsr) explained the alarm to the hp, assisted with troubleshooting and reviewed proper procedures per the user manual. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number is unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.